Event description:
The patient came into the physicians office complaining of pain and unable to swallow. Patient was having difficulty breathing. X-rays were taken and it was discovered a screw was backing out of the cervical plate. An immediate surgery was scheduled for the following day. During surgery, it was discovered that the five remaining screws were not locked into the cervical plate. Once the plate was removed, it was discovered that c-6 was fractured. The implants were removed and the (B) (4) product line was used to complete the surgery. The part number and lot number of the anterior cervical plate is: part #61002-030 lot #49651 mfrd 10/08/2007. The part numbers for the screws are: part #61240-016; lot #615213; mfrd. 11/28/2007; part #61440-016; lot #614396; mfrd. 09/22/2007; part #61345-016; lot # 614012; mfrd. 08/27/2007. The initial surgery was performed on (B) (6) 2008. The locking mechanisms were engaged onto the screws at the time of the implant surgery. The patient is currently recovering and in stable condition.

Manufacturer narrative:
Alphatec spine, inc. Has requested x-rays of the patient. An internal investigation is in process. An evaluation of the parts is pending. The outcome of the investigation will be sent to the agency in an addendum.